Manufacturer narrative:
Investigation results: the complaint of the needle going through catheter wall was confirmed; however, the root cause could not be determined from the photograph and fifty-one sealed representative 20g insyte autoguard units that were provided for investigation. The photograph showed the needle protruding through the catheter tubing near the tip. No blood residue was observed in the catheter. The returned physical samples exhibited no damage. Needle puncture may occur at different stages throughout the manufacturing process or during clinical application. As the device was opened, it could not be determined with certainty whether the damage originated during manufacturing or when the catheter was manipulated over the needle prior to use. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. The DHR for lot 3184993 has been reviewed. No related quality issues or process deviations were found.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: IV catheters getting stuck on needle and needle going through catheter wall instead of out the end as designed. At least three from this lot have had the issue. Product has been pulled from shelves at (B)(6) hospital pending review. 4 dec 2023: any adverse event or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.